Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer cleaned, disinfected, and sterilize the device before sending out for repair. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used for reprocessing. It is ¿unknown¿ if the scope was immersed the endoscope in the detergent solution. The scope was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced a dark image. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of insufficient light from the light guide lens was not confirmed. Additionally, the nozzle was found containing foreign material from insufficient cleaning. During testing inspection of the returned device, it was found that due to wear of angle wire, bending angle in up direction did not meet the standard value. The connecting tube had a scratch. The plastic distal end cover had a scratch. The scope connecting the cover unit was sticky. The scope connector cover unit had a scratch. The protector of the universal cord on the scope connector (s-connector) side had a scratch. The universal cord was sticky. The universal cord had wrinkles. The universal cord had a scratch. The switch box had a scratch. The suction cylinder was shaved. The lock engagement lever had discoloration. The connecting tube had discoloration. The lock engagement knob had discoloration. The right/left knob had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/ left knob had a scratch. The control unit had discoloration. The control unit had a scratch. The scope connector was dirty due to wear leakage. The control unit was dirty due to water leakage. Because the suction cylinder was shaved, suction volume did not meet the standard value. Adhesive on the bending section cover had a chip. The bending section cover had a scratch. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The up/down knob had discoloration. Due to corrosion on the endoscope connector, e315(scope error unsupported scope) occurred. The scope cover had a scratch. The grip had a scratch. The objective lens had discoloration. The plastic distal end cover had a scratch. The connecting tube had discoloration. The switch box had a scratch. Due to dirt on the objective lens, there was a lack of image on the monitor. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.